Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that they were hospitalized for unknown reasons. The customer's blood glucose level was unknown. The spouse was told by their doctor to change the basal settings but did not have the proper pump settings on hand to make the change. The customer will contact their healthcare provider to retrieve the settings. It is unknown if the hospitalization was diabetes related. The insulin pump was not sent back for analysis.